Event description:
A patient reported that he fell 6 months after implant on some wet stairs after it rained. The patient was already having problems with their implantable neurostimulator (ins) before the fall, but that problems did worsen. The patient wanted the system removed. The patient was experiencing pain at ins site. The stimulation was not working to relieve pain and he could not sit, bend or twist on the right side where the ins was implanted. The ins helped pain for the first 4 months or so, maybe 5, after implant and then it continually got worse. The stimulation started to fade and their pain got continually worse after that. The ins completely stopped working 8-9 months after implant. The indication for implant was non-malignant pain.

Manufacturer narrative:
Device code (B)(4) does not apply.

Event description:
Additional information was received from the health care provider that reported that an evaluation and reprogramming were taken as I nterventions to resolve the stimulation not helping and the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.